Event description:
It was stated that power port one (1) did not recognize any power source. The controller was exchanged and returned to manufacturer for further evaluation. There was no reported patient injury as a result of this event.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. Controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed an incidental finding of a damaged serial port connector on the controller. The reported event could not be confirmed. Analysis of the device revealed that the device failed to meet specifications. The controller passed functional testing but failed visual inspection due to the damage on the serial port. This was an incidental finding not related to the reported event. There are no known clinical factors that could have contributed to this event. It may be possible the patient interpreted false power disconnect alarms as the controller not recognizing the power sources. Applicable risk documentation and experience with events of similar circumstances were considered; events with power disconnect alarms/controllers not recognizing power sources are most often attributed to a communication error between the controller and batteries. The most likely root cause is a communication error between the controller and batteries. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This medical device report was not submitted to the FDA within the timeframe as required by 21 cfr part 803- medical device reporting. This error was discovered during review of complaint files per heartware (B)(4), corporate quality plan- complaint management process, and routine complaint file investigation activities.